Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer was having high blood glucose. The customer¿s blood glucose at the time of the incident was 575 mg/dl. The customer was treated with a manual injection. The caller also reported that the customer was in the emergency room on (B)(6) 2017 due to high blood glucose. The customer¿s blood glucose at the time of admission was 278 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was performed on the insulin pump. The device did not pass the high pressure test during troubleshooting. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Audio tone/beep and alarms functioned properly. No cosmetic damage noted. The insulin pump passed the delivery accuracy test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.